Manufacturer narrative:
Visual inspections & results: lockout position, fired/damaged; cartridge condition, partially fired; cartridge return batch number, k00v3a; and instrument number, 286. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, and condition of yoke, good; condition of short rack, broken; and was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartrige, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device failed on the second firing. The staples formed, but the knife did not cut. A new device was used to complete the case. There was no pt consequence. Add'l info received on 7/16/97. It was stated by the affiliate that the procedure was a pleurodisis and left spical resection.